Manufacturer narrative:
Voluntary report number: mw5073237.

Event description:
Information was received indicating that the batter to a smiths medical cadd-ms® 3 ambulatory infusion pump died, losing all programming. It was reported that the patient has trouble with closing the batter cap; which shuts the pump off. Trouble shooting performed but noted to be unsuccessful. The pump was taken out of service and is infusing with the backup pump. No adverse effects were reported.